Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device's system board and front panel were replaced to address the issue.